Manufacturer narrative:
The lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated pacing capture threshold in the left ventricle was high. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular lead had high threshold. During a routine device replacement procedure, the trend showed the threshold had been elevated for about 19 months, so an attempt was made to implant a new lead, but the patient's left subclavian vein was occluded so a new lead could not be placed. The chronic lead remains in use. No further patient complications have been reported as a result of this event.